Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had ec 46440. Found during testing. No patient harm.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported complaint for ¿ec 46440¿ was duplicated through the event history log. The cause an erroneous downstream occlusion (dso) reading accompanying a correct ¿udo¿ reading. Replaced the dso sensor to correct the issue, and the device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.